Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, pocket broken and drawer did not eject. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer did not release. A field service engineer ran the test application and found that all pockets in that row worked properly except for the one in position 3 and replaced the row board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.